Event description:
The customer reported intermittent pads on / pads off messages during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported intermittent pads on / pads off messages during a pt event. There was no report of negative pt impact. The device was evaluated at philips, and the reported symptom was confirmed. The symptom was consistent with an intermittent electrical connection malfunction. Replacement of the therapy cable and therapy connector resolved the issue.